Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, g2(company representative was inadvertently selected on the initial medwatch). Additional information added to field h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore the reportable malfunction could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following is included in the instructions for use (IFU): soltive¿ laser system, revision ah contains the instructions to pair the wireless footswitch. Also, it states the following: "if wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the wireless laser footswitch was not working, was unable to be paired and presented the error 152. The event occurred during the middle of a diagnostic cysto with ureteral stone removal, that was completed with a corded foot pedal and a delay of 5 minutes with extended anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.